Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, the infusion set was faulty out of the box, as the needle cap was disconnected from the tubing. The location of detachment was at tubing connector. The infusion sets were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. No further information available.